Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified; red particles on the shell, an extended opening, and red biological tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported via device tracking left side rupture. The device has been explanted.

Event description:
Healthcare professional reported via device tracking left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.